Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v000220, implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
The patient reported via a manufacturer representative (rep) that the device never worked and wanted it removed. However, her doctor told her that she would have to go to the hospital to have a procedure to have it removed and she did not want that, so she left it in. Additional information received from the healthcare provider (hcp) reported that this was a patient issue. She had no sensory awareness related to dm and prior axial skeletal surgery. There was no product problem. The device was remodulated numerous times along with drug therapy. The patient had recurrent urinary tract infections (uti). She was also non-compliant with follow-up appointments and had not been seen in the hcp's office since (B)(6) 2007. The patient's indications for use were urinary dysfunction and sacral nerve stimulation.